Manufacturer narrative:
Conclusions - the harmonic ace curved shears insert accessory has not been returned for evaluation, as the site reported will not be returning the accessory. At this time, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) of if additional information is received. On (B)(4) 2013, isi contacted the isi clinical sales representative (csr) who reported this event. The csr indicated that the harmonic ace curved shears instrument and harmonic ace curved shears insert accessory were inspected by the site prior to use, and there were no issues noted and there were no issues noted by the site during installation of the accessory onto the instrument. The csr indicated that the surgeon was using the harmonic ace curved shears instrument with the harmonic ace curved shears insert accessory installed to remove fibroids from the patient's uterus. The csr indicated that after approximately 20 minutes of use, a piece from the insert accessory broke off and fell into the patient and that the broken fragment was removed laparoscopically through an assist port. The csr indicated that the patient's fibroids may have had some calcification and that he noted that while the surgeon was utilizing the instrument to remove the patient's fibroid, it appeared that the surgeon was applying some force to the instrument. The csr indicated that he observed that the surgeon was manipulating the instrument as if it was a wristed instrument. The csr indicated that the surgical procedure was completed with an instrument of a different type and there was no harm to the patient. The csr indicated that the surgeon has not reported to him that the patient has returned to the hospital due to any post-surgical complications as a result of the reported event.

Event description:
It was reported that during a da vinci si myomectomy procedure, the blade on the harmonic ace curved shears insert accessory installed on the harmonic ace curved shears instrument broke off and fell into the patient's pelvis. The accessory fragment was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.